Event description:
Patient's wife alleges 'lead broke'. Also states pt cannot lift arm and cannot go back to work'. The lead was replaced. Additional information received from attorney alleges the atrial lead had dislodged (in 2005) and it was at that time that the dr discovered the sprint fidelis lead was fractured. Attorney further alleges '[patient] has suffered severe physical and emotional injuries and economic loss in the past for medical care necessitated by the unwarranted shocks, and the additional surgeries'.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted.